Event description:
Info received indicates the bed will not come out of the trendelenburg position.

Manufacturer narrative:
The technician found the head of bed would not rise. He replaced head hi/low and head up hydraulic valves to repair the bed.